Event description:
It was reported while using the panel phoenix pmic-110 a patient isolate (enterococcus faecium) had a high mic for the drugs ampicillin and linezolid. The user noted that the final result is being verified by a reference laboratory. No health impact or consequence reported. Report 2 of 3.

Manufacturer narrative:
Investigation summary: this complaint is for high mic linezolid (lzd) and ampicillin (am) when using phoenix panel pmic-110 (catalog number 449036) batch number 5113759. Customer returned panels, isolates, phoenix generated lab reports and binary files were available for investigation. The customer provided the following isolates: enterococcus faecium 1 (25v-181cm00048), enterococcus faecium 2 (25c-176mb00179) and enterococcus faecium 3 (25c-174mb00139.6). To investigate, customer returned panels of the complaint batch were inoculated with customer returned e. Faecium isolates and placed in a phoenix m50 to evaluate for lzd and am mic results. Next, retention panels of the complaint batch were inoculated with customer returned e. Faecium isolates and placed in a phoenix m50 to evaluate for lzd and am mic results. Last, control panels from the same material but a different batch were inoculated with customer returned e. Faecium isolates and placed in a phoenix m50 to evaluate for lzd and am mic results. For further investigation, disk diffusion testing was performed on the customer returned isolates. Results of the customer returned isolates showed susceptible, intermediate and resistant lzd and am mic results across all panels. The panels tested with customer returned isolates e. Faecium 2 and e. Faecium 3 returned resistant results for am on phoenix and disk diffusion. Disk diffusion results show the phoenix lzd and am mic values to be the same results (sensitive s or resistant r) or within one dilution (intermediate I) of the expected result less than or equal to 2 (s). As we were able to re-create the defect reported by the customer (intermediate mic results with lzd and e. Faecium). This complaint is confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record review for the complaint batches was satisfactory, and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and packaging processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. Complaint trending was performed, and no trends were identified associated with this defect. For further review, complaints due to high mic lzd and am across this material (449036) were reviewed and there are no trends associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k023568, k024152, k030091, k030677, k031306, k031679, k032131, k033784, k033889, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k082913, k131331, and k14046. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix pmic-110 a patient isolate (enterococcus faecium) had a high mic for the drugs ampicillin and linezolid. The user noted that the final result is being verified by a reference laboratory. No health impact or consequence reported. Report 2 of 3.